Event description:
Healthcare professional reported "capsular contracture baker grade IV" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on september 29, 2022, with lot number 2419186. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation observed, on the device. White particle observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV" against right device. The device has been explanted and replaced.